Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of unexplained power reboot on the event date. The returned battery cap was unable to tighten properly but was able to maintain electrical contact. The battery cap contact measurements were within specifications. The pump powered on with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation verified the reported power issue in the black box but was unable to duplicate the issue. In addition, the battery compartment was found to have cracked and evidence of moisture intrusion was found on the underside of the battery cap. A leak test showed a leak where the battery compartment crack was located. The pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.